Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. The patient received a lifevest defibrillation and three non-lifevest defibrillations.   The device was started up at 16:59:37 on (B)(6) 2022. At 04:38:04, an arrhythmia was detected. ECG shows vt @ 190 bpm with CPR/motion artifact. At 04:39:07, the patient received an appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact. The rhythm then transitions to vt @ 130 bpm. At 04:42:22 and 04:54:58, an arrhythmia was detected two times with response button use. ECG shows sinus rhythm @ 90 bpm with hb. The rhythm then degrades to vt from 130-180 bpm with varying amplitudes. The rhythm then self-converts to sinus tachycardia @ 130 bpm with pvc's. The rhythm then transitions to sinus bradycardia/sinus rhythm from 20-80 bpm with hb and pvc's. At 09:12:30, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with bigeminy. The rhythm then degrades to vt from 150-170 bpm. The patient received a non-lifevest defibrillation: rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to asystole with electrode lead fall off. The rhythm then degrades to vt @ 170 bpm with electrode lead fall off. At 09:14:20, the patient received the 2nd non-lifevest defibrillation: rhythm at time of treatment was vf with electrode lead fall off. Post shock rhythm was vt @ 190 bpm with varying amplitudes and electrode lead fall off. The patient was in vt for approx. 38 seconds before receiving the defibrillation. The patient remained in vt with electrode lead fall off. At 09:15:12, the patient received the 3rd non-lifevest defibrillation: rhythm at time of treatment was vt @ 220 bpm with varying amplitudes and electrode lead fall. Post shock rhythm was sinus rhythm @ 80 bpm with pvc's and electrode lead fall off. The patient received the defibrillation at 09:15:12. The patient was in vt for approx. 48 seconds before receiving the defibrillation. The rhythm then transitions to an idioventricular rhythm @ 70 bpm with pvc's and electrode lead fall off. The rhythm then degrades to vt @ 150 bpm with electrode lead fall off. The rhythm then transitions to nsvt with electrode lead fall off. The rhythm then transitions to svt @ 150 bpm with pvc's and electrode lead fall off. The rhythm then degrades to vt @ 220 bpm with electrode lead fall off. The rhythm degrades even further to vf with motion artifact/electrode lead fall off. The device was shut down at 09:22:06 on bpm with hb on (B)(6) 2022. Per holter monitor the patient was in asystole with intermittent cardiac activity. The rhythm then degrades to vt @ 150 bpm with CPR/electrode lead fall off. The rhythm then transitions to an idioventricular rhythm @ 90 bpm. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction caused or contributed to the patient death.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Received mw5109021 emailed by FDA on 5/11/2022. Zoll has already submitted this event under MDR 3008642652-2022-04222. ************************************************************************************************************************************************************************************ a us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. The patient received a lifevest defibrillation and three non-lifevest defibrillations.   The device was started up at 16:59:37 on (B)(6) 2022. At 04:38:04, an arrhythmia was detected. ECG shows vt @ 190 bpm with CPR/motion artifact. At 04:39:07, the patient received an appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact. The rhythm then transitions to vt @ 130 bpm. At 04:42:22 and 04:54:58, an arrhythmia was detected two times with response button use. ECG shows sinus rhythm @ 90 bpm with hb. The rhythm then degrades to vt from 130-180 bpm with varying amplitudes. The rhythm then self-converts to sinus tachycardia @ 130 bpm with pvc's. The rhythm then transitions to sinus bradycardia/sinus rhythm from 20-80 bpm with hb and pvc's. At 09:12:30, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with bigeminy. The rhythm then degrades to vt from 150-170 bpm. The patient received a non-lifevest defibrillation: rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to asystole with electrode lead fall off. The rhythm then degrades to vt @ 170 bpm with electrode lead fall off. At 09:14:20, the patient received the 2nd non-lifevest defibrillation: rhythm at time of treatment was vf with electrode lead fall off. Post shock rhythm was vt @ 190 bpm with varying amplitudes and electrode lead fall off. The patient was in vt for approx. 38 seconds before receiving the defibrillation. The patient remained in vt with electrode lead fall off. At 09:15:12, the patient received the 3rd non-lifevest defibrillation: rhythm at time of treatment was vt @ 220 bpm with varying amplitudes and electrode lead fall. Post shock rhythm was sinus rhythm @ 80 bpm with pvc's and electrode lead fall off. The patient received the defibrillation at 09:15:12. The patient was in vt for approx. 48 seconds before receiving the defibrillation. The rhythm then transitions to an idioventricular rhythm @ 70 bpm with pvc's and electrode lead fall off. The rhythm then degrades to vt @ 150 bpm with electrode lead fall off. The rhythm then transitions to nsvt with electrode lead fall off. The rhythm then transitions to svt @ 150 bpm with pvc's and electrode lead fall off. The rhythm then degrades to vt @ 220 bpm with electrode lead fall off. The rhythm degrades even further to vf with motion artifact/electrode lead fall off. The device was shut down at 09:22:06 on (B)(6) 2022. Per holter monitor the patient was in asystole with intermittent cardiac activity. The rhythm then degrades to vt @ 150 bpm with CPR/electrode lead fall off. The rhythm then transitions to an idioventricular rhythm @ 90 bpm. The patient passed away on (B)(6) 2022.